Manufacturer narrative:
This report is submitted on may 10, 2018, (B)(4).

Event description:
It was reported that the patient experienced skin overgrowth at the abutment site and subsequently the abutment was removed and the patient was prescribed a topical antibiotic. Prior to the removal of the abutment, the skin at the site was debrided a few times using silver nitrate and the patient was administered antibiotics, oral and topical steroids; however, the patient experienced regrowth of skin and granulation tissue.